Event description:
Hosp personnel were treating a pt in ventricular fibrillation. The rptr attempted to defibrillate the pt and the device allegedly would not discharge. The rptr stated that the device displayed energy fault and gave an audible alarm. A second attempt to defibrillate also resulted in unsuccessful discharge, followed by the energy fault message and audible alarm. The pt was not resuscitated. The rptr stated that the device did not cause or contribute to the pt's outcome. The statement was based on the attending clinician's assessment of the pt's lack of viability.